Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of 465 mg/dl; cause was unknown. Reportedly the customer fell got a concussion and a compression fractured of the t-12 thoracic vertebra. The customer was treated with intravenous fluids of saline and insulin. The customer was released on 09/15/2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.